Manufacturer narrative:
The insulin pump had a blank display due to a shorted and burnt electronic assembly. The prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests could not be performed due to the blank display. A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Event description:
Customer's husband called stating that customer's insulin pump has a blank display screen. Customer's blood glucose was 69 mg/dl. After troubleshooting and changing and cleaning battery cap, customer reported to still experience a blank display screen. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.